Event description:
A hospital representative called to report an ICD system being removed in a pt with infection. The rep called inquiring about lead fixation type and french size of the leads. Technical services (tse) informed the rep that the pt had two endocardial leads with active fixation and one epicardial screw in lead. Tse inquired for reason of extraction and rep said that the pt had an infection. Rep did not know about the symptoms for the pt and was also unsure if the physician believed the ICD system caused the infection. Rep stated that the "whole system was coming out." Rep did not have any documentation available for this case.